Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a suspected malignant stricture located in the biliary duct. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent was deployed within the patient. However, some resistance was encountered when withdrawing the delivery system and the inner catheter detached. The inner catheter remained stuck within the middle of the stent lumen. A snare was used to remove the detached portion of the catheter successfully. The stent remained implanted with the correction location. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) catheter difficult to remove and catheter detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed. The distal handle and outer sheath had been fully retracted indicating that the outer sheath had not been moved distally until it was flush with the tip for removal. The stent was not returned for analysis. The clear outer sheath was kinked at several locations along its length. The yellow inner member jacket had moved 6mm proximal to the reconstrainment band and a kink was present in the middle of the jacket. The inner shaft was removed from the outer sheath and yellow inner member jacket. It was noted that the inner shaft was detached at 268mm proximal to the distal tip at the skived area. The inner shaft was kinked at several locations. A review of the device history record (DHR) for this batch confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and , from the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification of this investigation is operational context. This root cause is assigned as the complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. It was noted that the stricture was not dilated prior to stent placement. In addition, the condition of the returned device suggests that the outer sheath had not been closed to the tip prior to withdrawal of the device as indicated in the directions for use (dfu).

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a suspected malignant stricture located in the biliary duct. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent was deployed within the patient. However, some resistance was encountered when withdrawing the delivery system and the inner catheter detached. The inner catheter remained stuck within the middle of the stent lumen. A snare was used to remove the detached portion of the catheter successfully. The stent remained implanted with the correction location. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable.